Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller noted that they are getting up every 1-2 hours at night to void and it is causing problems sleeping. The caller reports that this is not new, it has always been like this for them. They report that they are fasting and intake 90 ounces of liquid daily and do not restrict before bed. They will try to end the drinking earlier before bed to see if this works. Reviewed they can also try adjusting the stimulation. Additional information was received from the patient. Patient called in stating the recharger was not connecting to the handset. Patient said this happens every time they charge the ins. Reviewed resetting the recharger. After resetting the recharger the patient was able to start a charging session and the recharger connected the handset. Patient said the ins battery was at 10% and the patient doesn't think it was working additional information was received from the patient. When asked to clarify the statement regarding the device not working, they reported it may have been the result of using an electric massager. They had no other idea why stimulation was off. It had not happened and had been working fine since july 19th, even when changing settings. It was unknown if this was due to normal battery depletion. They reported the battery level was at 30%. The cause was not determined. When asked what steps were taken to resolve the issue, they reported they changed program and had no further problems. They will have an appointment with their doctor because of the leaking prior to signal. They stated they may have a prolapsed bladder. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.